Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple episodes of inappropriate anti-tachycardia pacing therapy and high voltage therapy for an atrial fibrillation with rapid ventricular response rhythm. It was noted that the patient had stopped taking anti-arrhythmic medicine for a while and went into af with rapid ventricular response. The patient was brought into clinic for further evaluation. Programming changes were recommended. The patient has started taking anti-arrhythmic medications and had no more rapid atrial fibrillation episodes. Patient is stable and will continue to be monitored.